Manufacturer narrative:
Device is an instrument and not implantable. A review of the device history record indicates the part met specifications. Visual examination of the returned instrument indicates the hex mating tip has a piece broken off. The investigation determined the likely cause for the driver tip to break is off axis force applied. Review of sequoia surgical technique indicates to tap the hole 0.5-1mm less than the screw size. The report indicates a 6.5mm tap was used with a 6.5mm screw. The incorrectly tapped hole may have resulted in off axis force applied to the driver/screw interface.

Event description:
In 2009, the surgeon was using the sequoia driver and the tip(s) broke. No harm to pt. Add'l info received from the sales rep eighteen days later. The surgeon was doing a primary fusion on a male pt at the l5-s1 level in the same month. The pt had hard bone, and the surgeon tapped with a 6.5 tap and started implanting a 6.5 screw. On about the third turn of the screw there was a pop and one of the sequoia modular driver's prongs had broken off and fallen into the wound. The surgeon was able to retrieve the broken piece and used the other modular driver in the kit to finish the surgery as indicated. There was no surgical delay and no harm to the pt.